Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a peak blood glucose of 328 mg/dl following a supply change during which insulin delivery was interrupted for about an hour, and glucose declined slowly thereafter despite continued use of an infusion set. Symptoms included elevated blood glucose without reported loss of consciousness, seizure, or diabetic ketoacidosis. Outcomes included no emergency treatment or hospitalization, with glucose trending down to 239 mg/dl by the first follow-up. Investigation included customer interview, device-use review, and troubleshooting education with recommendations for a full supply change. Investigation of this case revealed likely prolonged hyperglycemia associated with an interruption of insulin delivery and user-related difficulties with performing a full supply change. It was concluded that the event was consistent with hyperglycemia due to cause unclear, with contributory factors including insulin delivery interruption and user handling factors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.